Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, battery compartment cracks were observed from the thread area to the case seal and below the grip pad. The battery compartment threads were damaged. No evidence of moisture contamination was found inside the battery compartment. The battery cap was not returned; all testing was performed with a test battery cap which secured properly to the pump with no power loss. During testing, the pump was exercised for 24 hours with no power interruptions. The complaint of intermittent power was not duplicated during investigation, however, the damage to the battery compartment was confirmed. Unrelated to the complaint, investigation revealed the following: the display was found to be dim and discolored; the cartridge compartment was damaged along top of compartment; the cartridge cap was able to be fully secured. There was evidence of moisture contamination found inside the pump on the force sensor housing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.